Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Implant broach was flush to the neck resection, and sat proud by at least 4mm.

Manufacturer narrative:
An event regarding size/fit issue involving a citation stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: rejected for medical review: provided undated x-rays do not confirm the reported event. Need operative reports, clinical/office notes, histopathology reports, serial x-rays. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, operative reports, clinical/office notes, histopathology reports, serial x-rays and examination of the explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Implant broach was flush to the neck resection, and sat proud by at least 4mm.